Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they got hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2017 with blood glucose of 603 mg/dl at the time of the incident. The customer and their diabetes educator wanted to know where they can find the carb ratio and sensitivity information in the pump. The customer used manual injections to treat. The customer experienced symptoms such as chest pain. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed. The customer also reported a no delivery alarm that they could not clear. The customer was having issues with highs and lows and called their endocrinologist. The insulin pump will not be returned for analysis.